Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5104002. Evaluation of the returned red72 confirmed that the catheter was fractured on the distal shaft. Evaluation also revealed that the device was ovalized and stretched proximal to the fractured location. The ovalization at the fractured location indicated that the red72 was pinned inside the non-penumbra guide catheter prior to fracture. The non-penumbra guide catheter used in the procedure was returned for evaluation and multiple kinks were observed on the mid-shaft of the catheter. This kink likely contributed to the red72 becoming pinned within the catheter. If the pinned red72 is retracted from the non-penumbra catheter, resistance may be encountered. If the red72 is forcefully retracted against this resistance, damage such as stretching and subsequent fracture may occur. Further evaluation of the red72 revealed kinks. Based on the returned condition, this damage was likely incidental to the complaint and may have occurred during packaging for the device return. Evaluation of the returned non-penumbra catheter revealed a mid-shaft kink. This kink likely pinned the red72 inside the catheter and contributed resistance during retracting the red72. During functional testing, while advancing a test mandrel into the non-penumbra catheter, resistance was encountered proximal to the kink and the mandrel could not advance through the catheter. The catheter was cut and observed that the distal segment of the fractured red72 was pinned at the kinked location in the non-penumbra catheter. Further evaluation of the device revealed additional kinks on the section of the fractured red72. Based on the returned condition, this damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a penumbra system 3max reperfusion catheter (3maxc), a guide catheter, and a guidewire. During the procedure, the physician completed one pass in the target vessel using the red72. While retracting the red72 around an arch to remove aspirated clot, the physician experienced resistance and broke the red72 at the distal end. Therefore, the physician removed the guide catheter and the broken red72 altogether from the patient. The procedure was completed using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), and the same 3maxc. There was no report of an adverse effect to the patient.